Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced health issues and ongoing problems. The device was removed. The device was not returned for evaluation.